Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not deliver defibrillation shock and illuminated its service led during testing. There was no patient use associated with the reported issue.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. The customer was contacted multiple times for more details, but no response appears to be forthcoming. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not deliver defibrillation shock and illuminated its service led during testing. There was no patient use associated with the reported issue.